Manufacturer narrative:
Based on the claim against the product by the customer noting the system experienced error code 48204 and degraded image, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed via system event logs. Fse was unable to replicate the reported issue. Fse replaced the pn: (B)(4) endoscope controller (ec) as a precautionary measure. The system was tested and verified as ready for use. The complaint regarding, he system experienced error code 48204 and degraded image was not confirmed based on the field evaluation. The pn:(B)(4). Endoscope controller (ec) was analyzed and found failure analysis was able to confirm/replicate the reported event. The ec was installed into the test system and error 48204 appeared due to video test. The image turned yellow. Troubleshooting was performed and the light engine was the cause of the issue. The light engine will be replaced to correct the issue and ec will need to upgrade from 372601-16 to -20 per service demand. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: while there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, the system experienced error code 48204 and degraded image. Site power cycled and tried a 0-degree endoscope as the 30 degree faulted when plugging in. Site stated the 0-degree endoscope had normal image after power cycle. Site is requesting for a new 30-degree endoscope and proceeding with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter; however, additional information was not provided.